Event description:
A (B)(6), male, pt, contacted zoll customer support to report that he was receiving high siren alarms. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. As received, the trunk cable connector was damaged and the cable running from the distribution node to the rear 2-wire therapy electrode pad was pulled from the distribution node. The root cause of the damaged connector and cable cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt connector and cable. The pt received a replacement electrode belt.